Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Failure to adjust setting -valve current setting =30 valve does not adjust to 60 when surgeon and radiographer try to change setting. It is stuck on 30. Valve could possibly be blocked. I have given them an emergency programmer to try this afternoon; but various attempts failed to change setting. Additional information received: the valve was inverted and the normal formulation for setting an inverted valve did not work. My codman colleague (B)(6) went to the radiography department on tuesday morning and attempted to reprogram the valve on patient ((B)(6)). After doing further investigations he managed to change the programmer setting to work with inverted valve. The valve setting on patient was successfully changed an this complaint has now been resolved.